Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing impedance was noted on the right ventricular lead. Lead revision is anticipated and the patient was stable with no consequences.

Manufacturer narrative:
Additional information.

Event description:
Additional information received that the lead was capped and replaced to resolve the event. The patient was stable with no consequences.